Event description:
User received one pt sample with discrepant troponin t results. Sample was run in the original 13 x 75mm greiner pst tube. Original result gave 0.047, which was higher than a previous troponin t result for this pt. The sample was repeated twice, first repeat on same e2010 gave 0.076 ng per ml, second repeat on different e2010 gave 0.043 ng per ml. User stated they did not report any results until the 2nd rerun was complete and the last result 0.043 ng/ml was reported to the floor. Pt was not adversely affected.

Manufacturer narrative:
The field service rep could not duplicate the problem. Noted he cleaned sipper, adjusted high voltage, ran performance check tests, blank cell and deleted calibrations. Verified analyzer performance, by calibrating all assays, running controls and pt samples.